Event description:
The customer reported, " while drawing labs from PICC line, blood from the end of the cap soiled rn's gloves. Patient is in isolation for shingles." There was no report or patient/staff harm or medical intervention. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer report of blood leaked from cap could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.